Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, and the issue did not recur afterward. The customer was advised to continue using the pump and to contact technical support if the malfunction code appeared again.